Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis listed in the supera peripheral stent system instructions for use as a potential adverse event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) 2017 an unspecified supera stent was implanted in the right femoral artery; however, during a follow up visit an ultrasound was performed in-stent restenosis was noted. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4- the UDI number is not known as the catalogue number was not provided.